Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester noticed that one of the wires had separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the hot jaw. No other failures were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed. Specific actions for the reported failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester noticed that one of the wires had separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.